Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Would not open jaw. It was reported that during the endoscopic pancreaticoduodenal surgery, after fired, could not open the jaw. Unknown how to opened the jaw. There were no adverse consequences to the patient. No additional information could be provided.